Event description:
It was reported that the right ventricular (rv) lead was explanted couple of days after the lead was implanted due to therapy upgrade. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was explanted couple of days after the lead was implanted due to therapy upgrade. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This event is no longer reportable since we received additional information that there has been no allegations for the lead to indicate that the lead failed to meet performance specifications and perform as intended. No evidence of a product malfunction. The lead was explanted as it was used for a temporary placement. Please disregard report 2124215-2022-49644.